Manufacturer narrative:
The rv lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The explanted leads were discarded by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, high pacing impedance values were noted. The rv lead was repositioned and normal measurements were obtained. The right atrial (ra) lead was then implanted without issue. Issues were encountered when attempting to access the coronary sinus and the guidewire could not be advanced. The physician decided to use a non-boston scientific catheter to access the coronary sinus. While attempting to access the coronary sinus with the new catheter, the physician injected the contrast dye using a non-boston scientific syringe into the right ventricle which subsequently led to a right ventricular perforation. The contrast dye remained within the pericardium sac; the patient's respiratory rate increased while their blood pressure dropped. An echocardiogram was performed and confirmed that a pericardial effusion occurred and there was a 2 mm clot. The patient was stabilized before leaving the procedure room. The field representative was later informed that the patient was admitted to the critical care unit and had to undergo a post-procedure pericardial drain. No additional adverse patient effects were reported. The patient underwent device checks the next day and all measurements were acceptable. Boston scientific received additional information about this patient. At a follow-up in (B)(6) 2018, loss of capture was observed, even at high outputs. An x-ray confirmed the ra and rv leads were both dislodged. Device therapy was programmed off and a revision procedure was planned for may. The physician believed the leads dislodged due to the patient's excessive coughing following the pericardial effusion. At the revision procedure, the leads were explanted and replaced. No additional adverse patient effects were reported.